Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was experiencing syncope and bradycardia. Possible intermittent atrial under-sensing was noted on presenting and stored electrograms. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.